Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The entire lot has been sold and distributed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his treatment. When the cassette door was opened fluid was found inside. He was advised to contact his pd nurse. The set was not made available for evaluation. During follow up the patient reported he did not have any complications following the event. No adverse event reported at this time.